Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not cooling properly. Per follow up information received via email on (B)(6) 2023, the device was sent to crs medical for repair. A preventive maintenance (replacement of pumps, heater and drain valves) was performed to solve the issue. The patient involvement details was not given by hospital. The patient switched to different device. No impact on the patient. Per sample evaluation results on (B)(6) 2023, it was reported that the circulation pump was noted to be weak. Preventive maintenance procedure has been performed manifold assembly is defective (cables were broken).

Event description:
It was reported that the arctic sun device was not cooling properly. Per follow up information received via email on 26sep2023, the device was sent to crs medical for repair. A preventive maintenance(replacement of pumps, heater and drain valves) was performed to solve the issue. The patient involvement details was not given by hospital. The patient switched to different device. No impact on the patient. Per sample evaluation results on 03oct2023, it was reported that the circulation pump was noted to be weak. Preventive maintenance procedure has been performed manifold assembly is defective (cables were broken).

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a weak circulation pump. The device was evaluated upon receipt. After filling the unit completely and emptying it again, only approx. 2.8 liters come out of the tank. Circulation pump was noted to be weak during evaluation. Replaced circulation pump. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a weak circulation pump. The device was evaluated upon receipt. After filling the unit completely and emptying it again, only approx. 2.8 liters come out of the tank. Circulation pump was noted to be weak during evaluation. Replaced circulation pump. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI related data quality updates only: the reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not cooling properly. Per follow up information received via email on 26sep2023, the device was sent to crs medical for repair. A preventive maintenance (replacement of pumps, heater and drain valves) was performed to solve the issue. The patient involvement details were not given by hospital. The patient switched to different device. No impact on the patient. Per sample evaluation results on 03oct2023, it was reported that the circulation pump was noted to be weak. Preventive maintenance procedure has been performed manifold assembly is defective (cables were broken.